Manufacturer narrative:
(B)(4). Date sent: 12/3/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a lap cholecystectomy, they were using a 0100 l wire and the insulation is detached from the wire portion. They are getting melting on them. The insulation is melting off. The black insulation is melting at the distal tip during the activation of energy to remove the gallbladder from the liver bed. Case completed with the same device, the issue was noticed near the end of the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2018. Additional information received: did the detached insulation fall into the patient?not that was noticed or documented from the complaint was the detached insulation removed from the patient?none was seen falling into patient was there any burn to the patient or user? As stated previous no patient burns.